Event description:
It was reported that the pump alarmed "communication error" on all channels connected. The customer indicated not available (n/a) to patient harm.

Manufacturer narrative:
The reported issue of communication error could not be confirmed; no product or device logs were returned for investigation. A review of the device history record showed the device had a manufacture date of 02/21/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device has been previously returned for service regarding communication error under complaint file (B)(4) which is related to the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer under tw 388370. The root cause of this failure was not identified as no product was returned no further investigation of this event is possible at this time. The device is used for treatment purposes.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pump alarmed "communication error" on all channels connected. The customer indicated not available (n/a) to patient harm.